Manufacturer narrative:
(B)(4). Baxter medical assessment: the information available is insufficient to assess the association of the complaint with the use of floseal, therefore the case is unassessable. Should further information become available, an assessment will be conducted. (B)(6). Due to the lack of information, this case is being conservatively reported. Baxter is currently in the process of following up with the surgeon for additional information. A follow up report will be submitted upon receipt and evaluation of additional information.

Manufacturer narrative:
(B)(4). As indicated in the initial submission event description, this is one of five (5) complaints. Five (5) submissions, including this report, were conservatively reported to the agency: (B)(4) / MDR number: 2954761-2011-00041. (B)(4) / MDR number: 2954761-2011-00042. (B)(4) / MDR number: 2954761-2011-00043. (B)(4) / MDR number: 2954761-2011-00044. (B)(4) / MDR number: 2954761-2011-00045. A fax was sent to the reporter in an effort to receive addition case information. Three (3) follow-up phone calls were made to the reporter as well. No response was received. If additional information is received at a later time, the information will be evaluated and a follow-up submission will be sent. This complaint will be kept on file for trending purposes.

Event description:
Patient 5: customer discontinued use of floseal in total joint procedures due to 4-5 incidents of recurrent effusions, aspirations.